Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device became lodged in the artery and could not be withdrawn safely and the footplate was jammed, was not confirmed. During device analysis, the foot was successfully deployed then completely retracted via opening and closing the lever. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for difficulty removing the device or for foot retraction issues this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an unspecified procedure, suture placement using the preclose technique was attempted in the right common femoral artery with a proglide device. The suture of the first proglide device was successfully pre-placed. The suture of the second proglide device was deployed, but the device became lodged in the artery and could not be withdrawn safely. The footplate was jammed. Surgical intervention was successfully performed and the device was removed and hemostasis was achieved. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: seven unused sterile proglide devices with the same lot number, 40416k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the procedure performed was an interventional balloon aortic valvuloplasty. The arteriotomy was 9f. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.